Event description:
It was reported during deployment of an angio-seal device the user had difficulty inserting the collagen. Hemostasis was achieved, however, a hematoma was present. The patient was discharged (time unknown). The patient presented to the physician (date unknown) and was diagnosed with a pseudoaneurysm, which required surgical repair. There was no further patient consequences.